Manufacturer narrative:
(B)(4). Batch # n53n8e. The analysis results found that one pce60a device was returned with the anvil bent upwards. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The reload gst60g was received partially fired 2/3 consistent with an incomplete or interrupted cycle. No functional test was performed due the condition of the device. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open thoracotomy wedge resection procedure the device would not open while on tissue. The customer attempted to use another battery, the reverse button, and the manual bailout but the device would still not open. The customer used a second device of the same product code to remove the first device from the patient. Procedure was completed with another device of the same product code. The surgeon stated that there was no patient consequence.